Manufacturer narrative:
B3: used bsc aware date as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that hemorrhage occurred. At an unknown date, a left atrial appendage (laa) closure procedure was performed and during attempts to place a watchman closure device, the patient began to hemorrhage so the physicians had to "back out". At a later date, the patient reported seeing another physician and then had a non-boston scientific laa closure device implanted.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device was not returned; therefore, device analysis could not be completed. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include bleeding (major hemorrhage) (serious injury/illness/impairment) risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of bleeding (major hemorrhage) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that hemorrhage occurred. At an unknown date, a left atrial appendage (laa) closure procedure was performed and during attempts to place a watchman closure device, the patient began to hemorrhage so the physicians had to "back out". At a later date, the patient reported seeing another physician and then had a non-boston scientific laa closure device implanted.